Event description:
It was reported that the patient received shocks due to t-wave oversensing. Loss of sensing was also observed. The lead was explanted and returned. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.